Event description:
The customer reported that the flush device is sticking, thus showing increased pressure during cardiac catheterization procedures. It was noticed by the customer that when the knob is depressed it will stick, causing the transducer to show an inaccurate waveform. The staff at the account noticed this and corrected the leaking valve. No harm or injury was reported. The customer reported three defective devices but did not provide any further information or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.